Event description:
It was reported the pt is experiencing incontinence and difficulty walking immediately after her scs system was implanted. In addition, the pt is not receiving stimulation in her mid back. Follow up information identified the sjm representative met with the pt and reprogramming was unable to provide stimulation to the mid back area. Upon further follow up, the pt was using a walker prior to implantation and there was no further mention of incontinence. Surgical intervention is pending to address ineffective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.